Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
International affiliate reports that when the surgeon was put the thread in the extended part of the body, screw breakage before the shaft down till the screw head. The device was exchanged for a new product. The complaint description indicates that the screw broke intraoperatively during insertion. The broken screw was removed and replaced. There were no adverse consequences to the patient. No delay.

Manufacturer narrative:
The returned expedium si polyaxial extended tab screw shows signs of use as evidenced by wear/material inside the screw¿s head, no other defects were found that would affect the functionality of the screw. There are no signs of damage, disassembly, or corrosion to the screw shank, tulip head, and saddle. The tulip head swivels freely around its appropriate axis. The tabs have broken cleanly from the tulip head, but were not returned. Without the broken tabs and with no damage to the remaining polyaxial screw that could negatively affect its functionality, there is insufficient evidence to support the claim that the tabs broke off prematurely during insertion. Review of the device history record found no discrepancies. The product was released accomplishing all quality requirements. A review of the complaint trend analysis found no emerging trends. A root cause analysis is not needed at this time as the sample returned does not provide sufficient evidence to show that the tabs broke away from the polyaxial screw prematurely. No corrective or preventive action is necessary at this time as no systemic trend was observed. Therefore, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.